Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery device had an unspecified defect was confirmed. An assessment was performed and found that the battery device malfunctioned and was damaged. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that before an unspecified surgical procedure it was observed that the motor device and battery device had an unspecified defects. During in-house engineering evaluation it was found that the battery device malfunctioned and was damaged. It was further noted that the motor device had seized and was rough running. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.